Event description:
Philips received a complaint from a sales representative reporting a "check vent: primary alarm failed" occurred on a v60 ventilator during a pre-delivery check. The device was not in clinical use. There was no report of harm. A manufacturers product support engineer (pse) confirmed "check vent: primary alarm failed (diagnosis code: 1102)" was observed to occur. Therefore, the units speaker 1 was replaced and the phenomenon resolved. No other anomaly was found. The device was operational after repairs were completed.

Manufacturer narrative:
Additional information provided from investigation performed by philips product investigation laboratory (pil): this is in regard to the speaker that was sent to the product investigation lab with the accusation of: check vent: primary alarm failed. The product investigation lab has verified by a temporary install of the suspect speaker onto the pil stb (standard test bed) and noted that there was an alarm for check vent: primary alarm failed with repeat of e1102 error code during the diagnostic portion of the stb operation. In addition, the pil tech verified that the speaker failed pin to pin and solder to solder joint testing. The failure of this returned speaker is due to an open resistance to the voice coil of the speaker. Pil could conclude that the returned speaker is faulty. D4 - product UDI number is corrected. G1 - contact information and contact office entity are updated.